Event description:
Patient reported that infusion set came apart. Patient stated that his clothing tugged at infusion set tubing. Then infusion set came apart. Patient immediately changed infusion set; therefore, patient's blood glucose was not affected (and no treatment was received). Patient reported that he has had other infusion sets from this box come apart as well.